Event description:
It was reported that, "hip was revised due to failed acetabular component."

Manufacturer narrative:
It was indicated that no hospital or implant records were available for this pt and the hospital retains all explanted implants (hospital policy). If additional info becomes available, the eval summary will be submitted in a supplemental report.